Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's parent reported via phone call, they had changed the infusion set three times and the device continues to alarm no delivery. Customer stated with each change the cannula wasn't bent. She was able to push insulin through manually but it had a little resistance. Customer believes the device does not work. She inserted on the upper part of the buttock area. Customer did fix prime into the air and the device didn't alarm. Customer was advised the device is working as designed. Customer's blood glucose was 9.2mmol/l. Customer called back and stated the alarm reoccurred. Customer was advised the device need to be replaced and agreed to return it for analysis.